Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field experience that the t wave oversensing and the low r wave amplitude was confirmed in the analysis. The device was tested on the bench and ate and no anomaly was found.

Event description:
It was reported that patient felt light headed and received shocks due to t wave oversensing. The device was reprogrammed and still implanted. It was reported that later t wave oversensing was observed and the patient received inappropriate atp and hv therapy. The device was reprogrammed and was still implanted. It was reported that the patient returned for a check up, t wave oversensing was observed but no shocks. Sensing of r wave was decreasing. The lead was capped and the device was electively replaced during the lead procedure.